Manufacturer narrative:
Testing was performed at alere (B)(4) ((B)(6) 2018) on retained kit lot #094901 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot #094901 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) related to lot number 094901 showed that the complaint rate is 0.013%. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported a (B)(6) (serum) ag result using the alere determine hiv 1/2 ag/ab combo. The patient was confirmed (B)(6) via pcr (quest). The test results were obtained from an ob patient, week 39. The customer reported that a c-section was performed after the alere determine hiv 1/2 ag/ab combo test and prior to the confirmatory testing.